Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable wires were exposed. Used golden right angle power extension cable to perform all active tests. The unit was powered on with no issues observed. A review of the DHR was performed for batch #8372971 and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue, as no non-conformance related to the reported issue was found in the batch records reviewed.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.